Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer encountered a reoccurring error of m-00 and c-37 on the integrated electrosurgical unit erbe generator. The intuitive surgical, inc. (Isi) technical service engineer (tse) attempted to troubleshoot the issue with the customer but was unable to resolve it. The customer was unable to use the system with the erbe errors. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: they stated that the erbe was installed, the system is working well. There are no issues.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the iesu to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.